Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular lead exhibited high capture threshold. The lead was removed and the procedure was abandoned. The patient was stable.

Manufacturer narrative:
The reported event of unacceptable threshold was not confirmed. Final analysis found a complete lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.